Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle were wiped and brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the play of the up / down knob was out of the standard value due to wear of the angle wire, the light guide lens had discoloration, the objective lens had discoloration, the indication on the scope connector was peeled, the control unit had discoloration, the electrical connector had discoloration due to water leakage, the water removal ability did not meet the standard value due to the clogging of the nozzle, the air supply volume did not meet the standard value due to the clogging of the nozzle, and the adhesive on the bending section cover had a crack. The following findings had a scratch: the protector of the universal cord on the scope connector side, scope connector cover unit, forceps elevator lever / knob, up / down / right / left knob, switch box, scope cover, scope connector, universal cord, grip, control unit, plastic distal end cover, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera colonovideoscope angulation in the right direction was down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.